Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced 2 cases of blood leakage through the bc valve and 2 cases of catheter adapter/hub damage/deformation/molding issue. Product defects were noted during use. The following information was provided by the initial reporter: hcp reported as follows: after a nurse completed blood collection in clinical settings, blood leakage occurred due to a defective bc valve. When whether the incident was reproduced or not was examined using a practice tube, the same incident occurred with 1 of 20 catheters used for demonstration. This nurse was the one who experienced the incident in clinical settings and I thought the issue might be attributed to her manipulative technique. When I then tried to connect to a syringe, I found it difficult to connect the catheter adapter to the syringe due to severe rebound of the spring in the catheter hub (defective bc valve) and/or its slippery lumen.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-05. Investigation summary: four photos and ninety one samples were received by our quality team for evaluation. The ninety representative samples and one actual used sample was subjected to the blood escape time (bet) test. The results of this test showed that the used sample passed this test and two of the ninety representative samples failed this test. Therefore, the investigation was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the investigation, the leakage from the septum could be caused by an off-center septum slit. The manufacturing process was reviewed, the off-center septum slit could be due to the misalignment of the slitting blade. The off-center septum is a result of the off-position centering gripper and a wrong orientation septum. A spring washer between the screw plate to prevent the screw from loosening and causing this non-conformance has been added.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in experienced 2 cases of blood leakage through the bc valve and 2 cases of catheter adapter/hub damage/deformation/molding issue. Product defects were noted during use. The following information was provided by the initial reporter: hcp reported as follows: after a nurse completed blood collection in clinical settings, blood leakage occurred due to a defective bc valve. When whether the incident was reproduced or not was examined using a practice tube, the same incident occurred with 1 of 20 catheters used for demonstration. This nurse was the one who experienced the incident in clinical settings and I thought the issue might be attributed to her manipulative technique. When I then tried to connect to a syringe, I found it difficult to connect the catheter adapter to the syringe due to severe rebound of the spring in the catheter hub (defective bc valve) and/or its slippery lumen.